Event description:
Procedure type: lap fundoplication. According to rptr: during the surgery, the surgeon realized that the trocar was no longer tight, and also noted that a piece of the seal came off from the trocar. He removed the piece from the situs and used a new trocar. No additional bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. No pt injury was reported.

Manufacturer narrative:
(B)(4).